Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has been feeling a heating in the ins area (placed in right buttock) since yesterday when the stimulation was on. The territory covered by the stimulation also seemed to be different. Painful territory initially covered right leg but today feeling of the stimulation described by the patient as being in his right hip prosthesis. There were no contributing factors. Troubleshooting was performed. Interrogation of the ins by the nurse and impedances were okay. X-ray performed to check location of device, no mobilization of the lead. The action taken was the nurse tried to modify the setting to re-adjust the stimulation on the painful territory without success, still felt in the right armpit and no longer in the right lower limb, and a feeling of warmth at the ins. Issue was not resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury. Additional information received reported the cause of the ins heating and stimulation in different area was unknown. No additional actions will be taken and the event did not resolve.

Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was contacted on (B)(6) 2024 and there was good news that the stimulation works great. Everything came back to normal around (B)(6) 2024. He no longer has feeling of heat of the ins and the stimulation was on the right territory.